Event description:
Status post a right resurfacing osteoplasty in early 2008. She developed the sudden onset of pain 2 days ago in 2009. Xrays revealed a fracture of the femoral neck with dislocation of the implant and the fracture of the implant at the junction of the neck of the implant. Diagnosis or reason for use: right hip resurfacing osteoplasty.